Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia as well as hypoglycemia. Customer's blood glucose level was gone down to 29 mg/dl. When husband started giving her all kinds of food and she came to her blood glucose rebounded to 445 mg/dl and now it¿s back to around 396 mg/dl. Customer treated with food and glucagon shot. Customer had using insulin pump within 48 hours and does not use auto mode. Customer was neither in emergency room nor admitted into hospital. Customer does not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.